Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Battery voltage was not available due to a bit flip in lead impedance/battery voltage trend data. (B)(4).

Event description:
It was reported that upon interrogation the battery voltage indicated ¿not available¿. All other diagnostic data was available on the printouts. The battery voltage measurements were not in the save to disk file. The patient was brought back in to the clinic to initialize data to restart the voltage measurement process. The device is still in use. No patient complications have been reported as a result of this event.